Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted (B)(6) 2006; 5076-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance has increased to high values. The capture threshold has also increased. The lead remains in use. No patient complications have been reported as a result of this event.